Event description:
Further follow-up revealed that due to the possible lead fracture, the vns system was deactivated in 2002. The pt was not feeling the device stimulate at this time, also due to the possible lead fracture. The pt's family decided not to have another device implanted as the vns system was not helping much. Physician indicated that the lead many have been fractured possibly due to a fail from a seizure. It was further reported that overall, the pt was doing well. Device is currently implanted and therefore cannot be analyzed.

Event description:
Reporter indicated that the patient can no longer feel stimulation and device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator is not at end of service. The patient's output current was increased to 3.5ma and the patient still did not feel anything. Physician initially planned to order a chest x-ray as she believed that the lead may be fractured. The patient has always had frequent generalized tonic-clonic seizures and the physician believes that the lead may have been fractured during a seizure. There has been no change in the patient's seizure pattern. Further investigation revealed that no x-rays were taken because the physiscian felt it was not necessary. At this time, the patient's family is considering surgery but no date has been set because there is concern for the surgery. The family understands that the lead will have to be replaced but they are not sure if they want the patient to go through this.